Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a cerebral infarct and hypoxic brain injury. They passed away to the cerebral infarct in the intensive care unit (ICU). The heartmate 3 lvas was operating as intended. The outcome was not considered device or therapy related. It was unknown if an autopsy would be performed. The device was not explanted. The case was referred to the coroner.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was in a medically induced coma post implant as per normal post operative course of treatment and they failed to wake up and wean. There had been no changes in condition nor anticoagulation.